Event description:
Per the audiologist, the patient's cochlear implant system was activated in 2008. The pt wore the device the rest of the day. The pt reported the next day, that he could not hear with the device. Exchanging the external equipment did not solve the problem. Results of an integrity test done about 6 days later showed the implant was not functioning. An x-ray showed the electrode array and the internal magnet to be in place. There were no visible breaks in the antennae. Reportedly, there had been no falls or blows to the patient's head in the overnight period. The patient's device was explanted at about one month later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.